Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: lvad pump; thrombus inside pump. Specific component(s) involved: pump drive unit malfunction. Additional text: lvad pump. Causative or contributing factor: no specific contributing cause identify. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump, device thrombosis.specific component(s) involved: pump drive unit malfunction.